Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, an investigation cannot be performed. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2018-02456.

Event description:
The patient was undergoing a coil embolization procedure in the posterior communicating artery (pcom) using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). During the procedure, the physician successfully placed two coils in the target vessel using a non-penumbra microcatheter. The physician then advanced a smart coil to the target location, however, was unable to detach the coil on the first attempt using the handle. Although the physician observed that the black alignment zone was separated in half, the smart coil failed to detach. Therefore, the physician pulled the pull wire of the smart coil pusher assembly in an attempt to manually detach the smart coil; however, the smart coil did not detach. Therefore, the smart coil was removed. The procedure was completed using other coils and the same microcatheter. There was no report of an adverse effect to the patient.